Manufacturer narrative:
The device was returned to olympus for evaluation and in addition to the phenomena identified in b5, the evaluation also found that the air/water cylinder and suction cylinder had no color, the insulation resistance value at the distal end did not meet the standard value due to damage to the bending section cover, bending in the ¿up¿ direction did not meet standard value due to wear of the angle wire, and the adhesive on the bending section cover was cracked. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was observed during device evaluation that the gastrointestinal videoscope had a white foreign material in the air/water tube. There was no patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation.   A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured.   Based on the results of the investigation and, it could not be definitively determined what the foreign material was in air/water channel. There was no damage to the area where the foreign material was detected, and it was unknown if reprocessing was performed according to the instructions for use (IFU). Therefore, the cause of the material remaining in the device could not be determined. The event can be [detected/prevented] by following the instructions for use which state: instructions for use states detection methods in cf-h185l/I operation manual chapter 3 preparation and inspection." Olympus will continue to monitor field performance for this device.